Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received button error and not able to clear alarm due to act button being flat. The customer¿s blood glucose level was 155mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.